Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating and that the nose cone was coated with a substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon disassembly for visual inspection it was found that there was corrosion throughout the internal components of the device, the nose cone was coated with a substance, the rotor was stuck in the motor, the spindle housing and bearings were damaged, and part of a bearing was stuck on the driveshaft.

Manufacturer narrative:
Updated to reflect the fact that the nose cone coated with a substance initially reported is not indicative of handpiece leaking and leaking was not an observed device problem. Fluid leak was removed, reflecting the fact that the nose cone coated with a substance is not indicative of handpiece leaking and leaking was not an observed device problem. The failure for heat was confirmed through functional evaluation, disassembly, and visual inspection. Through visual inspection, the engineer confirmed the bearing was damaged.